Event description:
The reporter stated that when she was about to take ozempic semaglutide injection, the syringe was leaking, hence she could not take the medication. She also stated that this happened twice with her. Patient code:4582. Device code: 1354. Reference report: mw5172787.